Manufacturer narrative:
Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that aneurysm and gastrointestinal (gi) bleed occurred, requiring intervention and hospitalization. Obsidio conformable embolic was selected for use for a gastroduodenal artery (gda) embolization procedure. One week post procedure, aneurysm was observed. It was also noted that 30 days post procedure, the patient presented with a gastrointestinal (gi) bleed and imaging showed a proximal gda aneurysm with revascularization of obsidio. It was reported that the patient had a tumor growing next to the gda, and it was believed that this occurred due to the tumor growth pushing into the gdfa and obsidio. Embolic coils were used to occlude the aneurysm and bleed in the gda. The patient was hospitalized and fully recovered.